Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.5, reference: 2.6, mean: 2.05, confidence limits: 1.4-3.1. Inratio: 3.0, reference: 2.6, mean: 2.80, confidence limits: 1.4-3.1. Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 3.0, mean: 2.25, sd: 1.06, %cv: 47.14. The 2.3 inr was excluded from comparison test since there was no corresponding reference inr result for data analysis. Analysis of the customer's data revealed that inratio and reference test result comparisons did not meet precision criteria, but did meet accuracy criteria. No product information was available. No product is expected to be returned. Root cause could not be determined from the information provided by the customer. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.3, lab: ng. Date: (B)(6) 2010, inratio: 1.5, lab: 2.6. Date: , inratio: 3.0, lab: 2.6. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.5. Date: , inr: 3.0.